Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was ¿pulled strongly¿ during deployment. It should be noted that the prostyle instructions for use (IFU), states: "to prevent suture breakage, always pull on the suture limbs with slow, consistent increasing tension. Avoid quick or jerky type movements with the suture limbs." It is likely the suture break was caused by the IFU violation. The cause of the reported difficulties is due to user error. The subsequent treatments appear to be related to procedure circumstance. In this case, it is likely the suture was pulled to quickly causing the separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017- improper or incorrect procedure or method clarifier excessive force was added to capture the suture being pulled strongly.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an interventional stent graft procedure using an 8f sheath. Reportedly, when the plunger was removed, the suture separated when it was pulled strongly. The sutures of two new prostyle devices were successfully pre-placed and the procedure was completed with the same 8f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.